Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a battery alarm. Although ventilation did not stop, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. It was reported that another battery was installed and the problem was resolved.

Manufacturer narrative:
A battery pack was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. The diagnostic logs were reviewed and the reported issue was verified. An investigation was performed and the product analysis technician reported that the identified root cause of the reported issue was isolated to damage due to power surge; however the source of the damage is unknown. If information is provided in the future, a supplemental report will be issued.